Manufacturer narrative:
The customer contacted the siemens technical solutions center. During troubleshooting, the customer discovered that the salt bridge was not flowing. The customer changed the x-tubing, adjusted the pump rate, and resolved the salt bridge flow. The cause of the discordant sodium and potassium results is related to a malfunction of the salt bridge. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium results were obtained on six patient samples on a dimension exl 200 instrument. Of the six patient samples, three also resulted falsely low for potassium. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument after troubleshooting and resulted higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.